Event description:
It was reported that the 9800 sys locked up and would not go into mag mode during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro function board was replaced during the service call. The sys was tested and found to be working as intended and put back into service.